Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll due to device age.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.